Event description:
It was reported that the device was leaking a water-like fluid under the trigger area, during the cleaning process. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer. The repair notes state that the asic motor and wires were covered with a black substance. The device was repaired and returned to the customer.